Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient could not feel any stimulation. Reprogramming was unable to resolve the issue. As a result, the patient had their ipg replaced. Effective therapy has been restored